Event description:
On 8/26/2025 - we were notified of a patient with a retained capsule; customer was planning to perform an upper endoscopy. Capsule was swallowed on (B)(6); xray confirmed retention. Frm-0089c - capsule incident questionnaire was sent to the customer. We requested updates on the following 8/27/2025, 8/28, 9/2, 9/8 , 9/15/2025 and were notified that the customer will complete the form as requested on 9/18/2025 - completed frm-0089c was received indicating that there were no known pre-existing conditions and that the patient had "capsule endoscopy procedure on (B)(6) 2025. Two x-rays were taken one on (B)(6) and the other on 8/16 and both showed a retained capsule. Egd was performed on (B)(6) 2025 but was unsuccessful to remove the capsule due to retained food, therefore egd was repeated on 9/4/2025 but this was also unsuccessful due to retained food even though the patient was on clear liquid diet for 1 whole week. Egd will be repeated on 9/19/2025 to attempt the retrieval of the capsule. We will follow up with the customer after the scheduled procedure and provide any additional information obtained from the customer.

Manufacturer narrative:
On 8/26/2025 - we were notified of a patient with a retained capsule; customer was planning to perform an upper endoscopy. Capsule was swallowed on (B)(6); xray confirmed retention. Frm-0089c - capsule incident questionnaire was sent to the customer. We requested updates on the following 8/27/2025, 8/28, 9/2, 9/8 , 9/15/2025 and were notified that the customer will complete the form as requested on /18/2025 - completed frm-0089c was received indicating that there were no known pre-existing conditions and that the patient had "capsule endoscopy procedure on (B)(6) 2025. Two x-rays were taken one on (B)(6) and the other on 8/16 and both showed a retained capsule. Egd was performed on (B)(6) 2025 but was unsuccessful to remove the capsule due to retained food, therefore egd was repeated on 9/4/2025 but this was also unsuccessful due to retained food even though the patient was on clear liquid diet for 1 whole week. Egd will be repeated on 9/19/2025 to attempt the retrieval of the capsule. We will follow up with the customer after the scheduled procedure and provide any additional information obtained from the customer.

Event description:
(B)(6) 2025 - we were notified of a patient with a retained capsule; customer was planning to perform an upper endoscopy. Capsule was swallowed on (B)(6) xray confirmed retention. Frm-0089c - capsule incident questionnaire was sent to the customer. We requested updates on the following (B)(6) 2025 and were notified that the customer will complete the form as requested (B)(6) 2025 - completed frm-0089c was received indicating that there were no known pre-existing conditions and that the patient had "capsule endoscopy procedure on (B)(6) 2025. Two x-rays were taken one on (B)(6) and the other on (B)(6) and both showed a retained capsule. Egd was performed on (B)(6) 2025 but was unsuccessful to remove the capsule due to retained food, therefore egd was repeated on (B)(6) 2025 but this was also unsuccessful due to retained food even though the patient was on clear liquid diet for 1 whole week. Egd will be repeated on (B)(6) 2025 to attempt the retrieval of the capsule. We will follow up with the customer after the scheduled procedure and provide any additional information obtained from the customer. Supplemental information: (B)(6) 2025 - we were informed that a duodenal dilation was performed during the egd which seemed to have helped the capsule pass over the stricture where it was retained. The capsule was excreted without further complications, and the patient is doing well.

Manufacturer narrative:
(B)(6) 2025 - we were notified of a patient with a retained capsule; customer was planning to perform an upper endoscopy. Capsule was swallowed on (B)(6); xray confirmed retention. Frm-0089c - capsule incident questionnaire was sent to the customer. We requested updates on the following (B)(6) 2025 and were notified that the customer will complete the form as requested (B)(6) 2025 - completed frm-0089c was received indicating that there were no known pre-existing conditions and that the patient had "capsule endoscopy procedure on (B)(6) 2025. Two x-rays were taken one on (B)(6) and the other on (B)(6) and both showed a retained capsule. Egd was performed on (B)(6) 2025 but was unsuccessful to remove the capsule due to retained food, therefore egd was repeated on (B)(6) 2025 but this was also unsuccessful due to retained food even though the patient was on clear liquid diet for 1 whole week. Egd will be repeated on (B)(6) 2025 to attempt the retrieval of the capsule. We will follow up with the customer after the scheduled procedure and provide any additional information obtained from the customer. Supplemental information: (B)(6) 2025 - we were informed that a duodenal dilation was performed during the egd which seemed to have helped the capsule pass over the stricture where it was retained. The capsule was excreted without further complications, and the patient is doing well.